Event description:
It was reported that cgm displayed malfunction message, identified as error 42, while customer was using g7 sensor. There was no reported adverse impact to the customer. Customer contacted technical support, received pump reset instructions, and completed guided reset, after which pump no longer displayed cgm error message.